Manufacturer narrative:
Correction: h6, h10 evaluation summary: medtronic led an evaluation of one signia handle device. Analysis of the system logs show a system log that ends abruptly with no re-start command of any kind directly after removal of a reload. The power had been interrupted due to a fully depleted battery. When the microprocessor experiences an esd event it can cause the handle to lockup. The root cause of the observed condition was determined to be a result of an exposure to an unanticipated electrostatic discharge (esd) event prior to procedural use. Device enhancements are being evaluated to minimize the potential device susceptibility to esd. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco lobectomy, at the first firing, when the handle was inserted into the shell to prepare for firing, the handle did not power on. The center part of the handle turned to a high temperature of about 45 degree and it was in the condition of blackout. When placed the handle into a charger, it was able to be charged. There was a possibility of the problem of static electricity. The handle and the shell were replaced with new ones, the operation had been completed without any problems. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco lobectomy, at the first firing, when the handle was inserted into the shell to prepare for firing, the handle did not power on. The center part of the handle turned to a high temperature of about 45 degrees and it was in the condition of blackout. When placed in the handle into a charger, it was able to be charged. There was a possibility of the problem static electricity. The handle and the shell were replaced with new ones, the operation had been completed without any problems. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Functional testing noted there were no abnormalities with the device. Analysis of the system logs show a system log that ends abruptly with no re-start command of any kind directly after attaching an adapter. Battery voltage as recorded in the log just prior to the log ending indicated a battery charge level of greater than 94%. At the next initialization the system clock reset and the battery charge level was fully depleted and went into graceful shutdown. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The root cause of the reported condition has been identified as damage due to an electro static discharge (esd) event. Our investigation noted that when the device system is subjected to an electro static discharge event, it is prone to a latch up conditio n on the main microprocessor. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.